Manufacturer narrative:
(B)(6). A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a worn pinch tubing at pinch valve vl12b (white blood cell bath drain to hemoglobin cuvette). The fse replaced the worn pinch tubing at pinch valve vl12b to resolve the issue and no further leaks were observed. (B)(4).

Event description:
The customer reported a leak of clear fluid from the left rear side of the coulter lh 780 hematology analyzer during the startup cycle. The customer stated that a small amount of fluid leaked onto the bench top. The customer troubleshoot the instrument and did not find any obvious leaks but noted that the inside of the instrument was damp. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the leak and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.